Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: a battery cap was not returned with the pump; a test cap was used to complete investigation. Corrosion was observed inside the battery compartment. No battery life issues observed in the black box data. Electrical current draws measured within specification. No errors, alarms, warnings or battery life issues were duplicated during investigation. Leak testing verified a leak in battery compartment due to a crack in the battery compartment. Removed pump cover; no evidence of internal moisture or loose components identified inside the pump. Investigation did not duplicate the battery life complaint, but the pump damage was confirmed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power battery life with damage) issue. Reportedly, the pump had a battery life issue, there was a crack on the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.